Event description:
Analysis of the handheld and associated flashcard was completed and approved on (B)(6) 2012. During analysis of the handheld, the unresponsive screen was confirmed. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pin 1 caused the display to be unresponsive. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2012 that a physician's dell x50 was not functioning properly as the screen of the handheld was not responding to taps from the stylus. It was verified that the handheld was not locked and multiple hard resets were performed however the issue continued. The physician reportedly received the handheld one week prior to the event and opened it to use on (B)(6) 2012. The handheld was fully charged during this process and there did not appear to be any issue with the screen itself or debris on the screen. A replacement handheld device was sent to the physician and the x50 handheld in question along with the flashcard has been returned to the manufacturer. Product analysis is currently underway and has not been completed at this time.